Manufacturer narrative:
Additional information about auto mode has been received which was not included with the initial report. The information has been provided in section b5 with this report. (B)(4).

Event description:
It was reported that the auto mode was not active at time of event due to bent cannula.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer's blood glucose level was 600 mg/dl. The customer did not mention any treatment or symptom related to high blood glucose level. It was unknown whether the insulin pump was on auto mode at the time of the incident. The customer also reported that the infusion set cannula was bent. The insulin pump will not be returned for analysis.